Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with incorrect threshold measurements for the atrial channel on their pacemaker. Device was reprogrammed to address the issue. Patient was asymptomatic and stable after the event.